Event description:
It was reported that, "the post on the ps insert broke so the patient was revised. The patient stated that he believes the implant broke on (B)(6) 2011 when he took a step and felt immediate pain."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.